Event description:
(B)(4). The dealer reported that the tdxsp-mcg power wheelchair left hanger weld was cracked, and the grinding motor were logging off intermittently. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).